Manufacturer narrative:
Device evaluation summary: device evaluation of the electrode belt sn (B)(4) has been completed. The reported problem (ECG's non-functional) has been confirmed. Upon investigation the electrode belt failed incoming functionality testing. The cause for the failure was isolated to open black (main batt) and white (drvn_gnd) wires in the trunk cable. The trunk cable showed signs of physical abuse. The root cause for the open wires could not be positively identified but was likely excessive force. No adverse event resulted from the open wires.

Event description:
A us dist returned an electrode belt sn (B)(4) and reported that the ECG electrodes were non-functional.